Event description:
The patient stated that she has experienced several infusion set tubings separate at the luer lock. She stated that she did not report any of these incidents because "we knew about it already." She became aware of the separated tubing because on a "handful" of occasions her blood glucose was elevated (level not provided). She stated she was able to change the infusion tubing and give herself a correction bolus to lower her blood glucose. She had symptoms of irritation, nausea, and a hot flushed feeling. She stated that she did not feel as if she was doing anything to cause this to occur. She also stated that the gauze backing of the infusion sets is not sticking to her body as well. The patient was educated on ways to keep the infusion site in place. The patient did not report assistance by a healthcare professional or second party to address the issue. No product was retained by the patient for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.